Event description:
It was reported that while using bd facslyric¿ biohazardous waste sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument is leaking. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? Yes, waste was spraying from a broken elbow connector inside the instrument. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? After waste line. 6) was the waste mixed with decontamination/bleach? No. 7) was the customer/bd personnel physically in contact with the fluid? No. 8) where did the physical contact of fluid occur? No. 9) what personal protective equipment was being used during the occurrence? Gloves, smock, goggles. 10) was there any impact to patient samples due to leak? No. 11) was customer/bd personnel harmed/injured? No. 12) what is the current medical status? Instrument is up and running correctly.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument ruo, part # 662382, serial # (B)(6) . Problem statement: customer reported a complaint regarding a spray of fluid within the instrument leaking biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 12jul2020 to 12jul2021. Complaint trend: the only complaint related to a spray of fluid not contained within instrument for this instrument model within the date range is this one. Date range from 12jul2020 to 12jul2021. Manufacturing device history record (DHR) review: DHR part # 662382 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to worn waste connectors. The customer had initially reported that their instrument was leaking, and when an fse (field service engineer) came onsite to repair the issue, they found that the instrument was internally spraying biohazard. The fse found that the spray was due to worn waste connectors, and replaced the parts (pn 334453 and 59-10181-05). No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leakage of waste material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had been wearing proper ppe (gloves, smocks, goggles) and did not come in contact with the leakage. Additionally, while there was a spray of fluid, the spray was located inside the instrument and did not pose a significant increased risk of exposure. This instrument was being used for clinical treatment but no patients were affected since the results gathered during the incident were not used. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 20sep2017. Defective part number: 334453 - cpc elbow coupling pmcd230212v. 59-10181-05 - cpln bdy pnl mt 1/8id org. Work order notes: subject / reported: the instrument is leaking. Problem description: there is fluid all on the table coming from under the machine. Work performed: found female and male waste connectors broken. Replaced both and system is up and running. All tests passed. Cause: bad female and male waste connector. Solution: found female and male waste connectors broken. Replaced both and system is up and running. All tests passed. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. Azure ID: (B)(4). ID: libivd-ra-71 2.1.14 . Reg status: ivd; ruo . Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (tfs ID): 93782 libivd-did-1585 normal use. Implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir . Effectiveness verification: libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a . New hazards: none. Azure ID: (B)(4). ID: libivd-ra-72 2.1.15. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: damage to instrument. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Waste cap removed interlock. Req link (tfs ID): 93748 libivd-did-1582 shielding. Implementation verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72p. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72f. Probability: 1 . Severity: 3 . Risk index: 3 . Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to worn waste connectors. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to worn waste connectors. The fse found that the leakage was due to broken female and male waste connectors and replaced the parts. After the repair, the instrument was tested and functioning as expected with no further leaks. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument is leaking. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? Yes, waste was spraying from a broken elbow connector inside the instrument. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? No. What personal protective equipment was being used during the occurrence? Gloves, smock, goggles. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No. What is the current medical status? Instrument is up and running correctly.